Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that the DHR was reviewed and (B)(4)was found on p/n dg10052 lot #4793591 for residue and d1 oversize. The parts were reworked and inspected 100% and accepted. The pde accepted d1 use as is because the oversize bore will not affect the safety or efficacy of the device. Previous (B)(4) was referenced. This nonconformance is not relevant to the complaint condition because the issue is on the knob component that does not interface with the buttress compression nut. (B)(4) was found on p/n e1062 lot #4960896 for no vendor op, no material and no hardness on certificate of conformance. The supplier provided the correct certificate for the missing vendor op. The pde accepted the material and hardness use as is because (B)(4) and is not heat treated. This nonconformance is not relevant to the complaint condition because the issue is documentation. The nonconformance¿s found in this review are not relevant to the complained condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: two 130 degree aiming arms ((B)(4)lots 3380178 mfg 4/2010, (B)(4) mfg 7/2005) were received with wear present on the locking slide plate and surrounding area which is consistent with accepting, holding and removal of a blade guide sleeve. While excessive play was seen in the assembly, the complaint condition was unable to be replicated with known good components; as such the complaint is unconfirmed. The complaint condition of will not hold was unable to be confirmed using known good mating components. As such the complaint is unconfirmed. The awareness date of the complaint is 2/8/15 not 3/2/15 as reported in initial complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that with two 130 degree aiming arms for trochanteric fixation nails would not hold the buttress compression nut. The instrument would pop out the buttress compression nut on the triple sleeves every time when you put tension on it to buttress or engage compression. It only does it under tension either way. There is no procedure or patient involvement. This report is 2 of 2 for complaint (B)(4).